Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. Additionally, it would found that the adapter was deteriorated, water tightness was lost, and there was damage on the cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image flickered due to a communication failure caused by a cable failure. It is likely that the cause of the cable failure was that the cable part was damaged due to water infiltration from that part. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head."

Event description:
The customer reported to olympus that the camera head was malfunctioning and not displaying an image. It is unknown when the issue was identified. There was no harm or user injury reported due to the event.